Event description:
Related manufacturer reference number: 1627487-2021-18320. It was reported that the patient experienced ineffective stimulation. X-ray revaluated that the patient s1 lead migrated. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates x-rays revealed that both t12 and s1 leads migrated. The s1 lead migrated back towards the pocket and the t12 migrated lower in the foramen. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.